Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing an electrode. Blood glucose level at the time of the incident was 7.7 mmol/l. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used partial enlite sensor and performed visual inspection and found sensor cannula bent. No broken or missing parts were observed during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Customer did not return insertion needle unable to confirm insertion anomaly.